Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged and could not be advanced again. The lead was successfully explanted and replaced. The patient tolerated the procedure well and was in stable condition post surgery.